Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the male patient had a right knee replacement on (B)(6) 2014. Approximately 8 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023; diagnosis: right knee polyethylene wear, osteolysis, loosening femoral component and instability. Findings: no gross evidence of infection. Global instability. Synovitis consistent with loosening femoral component and poly wear. Poly wear worse involving the post. Osteolysis femur aori 2b worse at periphery of component and posterior condyles. Aori 2a lat bone loss. Undermining osteolysis patella with poly wear.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2025-00028 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00028. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.